Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the cgm was reading 4.5 mmol/l but he became hypoglycemic and fainted. His bg was reportedly 0.5 mmol/l. No other symptoms were reported. He was taken by ambulance to the hospital and stayed for 'one evening.' No details were reported of any treatment provided by the ambulance team or at the hospital. At the time of the report the patient was doing fine. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.